Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain indications. The reason for call was that the patient's stimulation was going off on its own. The ins would also be at 70% and go into MRI mode on its own. The pt noted their stimulation could be off and when they would take their head all the way back the stimulation would turn on. When laying down or when standing up they did not feel the stimulation. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.